Manufacturer narrative:
The insulin pump was received with low grinding sound during rewind due to faulty motor. The pump was received with scratched lcd window and cracked display window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a rewind anomaly from the insulin pump. The customer's blood glucose reading was unknown. During prime, the customer stated that the threaded bar sometimes stand still and a loud noise was heard. The customer will return the pump for analysis.